Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the scs implant procedure the patient was intubated and was hospitalized. During the hospital stay the patient aspirated and became non responsive. The patient was admitted to the ICU. The nurse stated the patient became septic after aspirating. Reportedly, the patient passed away on (B)(6).